Manufacturer narrative:
This complaint has been identified as an ordering error, and not a device malfunction. The incorrect device was ordered/received by the customer. Customer expressed concern when the device they received did not behave like the device they intended to order, though there were no device malfunctions involved.

Event description:
It was reported that 100 cathena 24gx0.75in straight experienced leakage during use. The following information was provided by the initial reporter: hub is missing the blood control mechanism resulting in blood spill.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 cathena 24gx0.75in straight experienced leakage during use. The following information was provided by the initial reporter: hub is missing the blood control mechanism resulting in blood spill.